Manufacturer narrative:
Corrected information: the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that two weeks following an intraocular lens (iol) implant procedure, a patient developed inflammation and an anterior chamber (ac) irrigation was performed. The ophthalmologist attempted to gather specimen of aqueous humor and conjunctiva during irrigation, but the results were not confirmed. The patient felt relieved that his/her postoperative eye visual acuity was back to the original, but worries about the value of the corneal endothelium which was decreased from 3000 to 2700 as a result of slight nearsightedness and ac irrigation. Additional information has been requested.